Event description:
Report received from the USA stating that the device would not function. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been rec'd from depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).